Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat an occluded lesion in the left popliteal. When the 4.0mmx150mmx135cm armada 35 balloon dilatation catheter (bdc) was inflated to an unknown pressure, a leak was noted in the shaft/hub area. As the bdc successfully treated the lesion, no additional treatment was performed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.